Event description:
It was reported that during a ptca/stent procedure, following successful deployment of the stent, resistance was encountered during removal of the delivery system. During attempts to remove the delivery system, several guide wires of various stiffness were passed through the stent. Eventually, after considerable torquing, the delivery system was removed. Before completion of the procedure, the pt's blood pressure dropped. An iabp was inserted and it was noted that pt had a cardiac tamponade. A pericardiocentesis was performed and the pt left the cath lab in stable condition and is reportedly doing well as of this report.